Event description:
It was reported that the vertical lift on the 9800 system moves intermittently. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the ps3 power supply. The system operates as intended.